Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon lost its pressure when it was inflated to 15mm. Reportedly, the device was inspected and it was found that the balloon had ruptured. The scope together with the device was then removed from the patient. It was noted that the catheter had to be cut to pull out the device from the scope. There were no retained pieces of the balloon inside the patient. A photo sent by the customer has confirmed that the balloon ruptured. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.